Event description:
An endurant stent graft system was selected for use in the patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology was not reported. During the index procedure and while preparing the delivery system for the case the blue back end screw gear had fallen off. The device was not used in the patient. No damage was identified to the packaging. The back end screw gear fell off while removing the device from the original package. The case was completed with another medtronic device. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).

Event description:
The device was returned and its evaluation is complete. The event was confirmed; the thumbwheel was detached from the delivery system. The root cause of the event could not be conclusively determined during analysis.